Manufacturer narrative:
H3: the pump passed all testing in the laboratory and no anomalies were identified. The catheter was returned and no significant anomalies were found. Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 749.4714 mcg/day) and bupivacaine (20 mg at 7.49471 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had increased lower back pain, rated 6/10. An increase in boluses by 15mcg was made. The patient reported persistent pain and an additional increase in sc and bolus dose was made. Additional information received from a clinical study and a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient reported 7/10 pain on (B)(6) 2025. As of (B)(6) 2025, the issue was ongoing. It was later reported that the pump was exposed. A system explant and replacement occurred on (B)(6) 2025. The pump was repositioned from the buttock to the left abdomen. No environmental, external, or patient factors that may have led or contributed to the issue were reported. No diagnostics or troubleshooting were reported. As of (B)(6) 2025, the issue was resolved. Per clinic notes from 2025-05-28, the patient had a cervical epidural steroid injection on (B)(6) 2025 and the patient reported 50% relief. The patient had a trigger point infection on (B)(6) 2025 and the patient reported minimal/short-term relief. No falls had been reported in the previous year. Post-operative care included continuing antibiotics until they were gone, wearing an abdominal binder consistently for the next 5 weeks, using ice and ibuprofen as needed to help with pain, limit bending, lifting and twisting and no soaking in a body of water until incisions were fully healed.